Event description:
Related manufacturer reference number 3006705815-2019-02622. It was reported that the patient's leads migrated. Surgical intervention took place on (B)(6) 2019 to revise and reposition the leads. Effective therapy was established following surgical intervention.

Event description:
Related manufacturer reference number 3006705815-2019-02621.